Event description:
It was reported the patient's device did not work as it did pre-auto accident a month ago. The patient also noted she had internal bleeding in her leg. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.